Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Patient stated when she had permanent device implanted by another hcp, the doctor "had come out and told the patient's son he did not put it where it was to begin with because he felt it would be better results moving it up" because patient was beginning to have problems with her back further up "that was going to cause problems". Patient stated she was very dissatisfied that the hcp decided to place the device in a different location without consulting with patient even though the placement of trial provided 70% relief. Patient stated permanent device provided no relief and patient felt she "lost everything they had going for me since 2003" which is when back issues began from car accident. Patient stated she was told by hcp that he can try revise placement 2-3 times for better therapy, but hcp stated he could not guarantee patient would have relief she had before with trial. Patient stated her pain is "back at the level where I was before I had started this whole thing" since device removal. Patient was advised to follow up with hcp regarding medical decisions. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Section information references the main component of the system and other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: 2016 explanted: 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the circumstance that led to the permanent implant not providing therapy was chronic lower back pain since (B)(6) 2003 (prior to when they were implanted). To try and resolve their pain they had the spinal cord stimulator implanted because nothing else helped. They reported that the first doctor originally put the leads where they had a lot of pain relief but when the second doctor put in the permanent one they moved the wires to where all they had was pain and no comfort and they had to have the ins removed. The patient noted that the issue wasn't with the device but with the doctor who implanted it- had they left the leads where the trial ones were they would have left the ins in with comfort. Their pain had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.